Event description:
Procedure: coelioscopy of the rectum. According to the reporter: the device got stuck shut on tissue. The case had to be changed to a laparotomy and the surgeon used another stapler to cut above the section where the device was blocked shut.

Manufacturer narrative:
(B)(4).